Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was over delivering and delivered 6 units of insulin on its own. Customer's blood glucose was 120 mg/dl at the time of incident and was 297 mg/dl at the time of call. After troubleshooting, customer reported that insulin pump was working as designed and would call back should issue persist.